Event description:
It was reported that the device would not power on. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly, and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly, and determined that the root cause of the reported failure was a shorted and cracked capacitor, designator c177. The customer received a replacement device.